Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2021-14681.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2021-14681. It was reported the patient one of the patient's lead showed high impedance due to it migrating. As a result, the physician decided to explant and replace both of the patient's leads to provide resolution. Note: both of the patient's leads are being reported because it's unknown which lead showed high impedance due to migration.